Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r4120v, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clip drop or eject from the device, unformed? Was the clip fired and did not close completely? Was there any patient consequence?

Event description:
It was reported that during an unknown procedure, the er320 was faulty, clips not closing.

Manufacturer narrative:
(B)(4). Batch # r94m4e. Additional information was requested, and the following was obtained: did the clip drop or eject from the device, unformed? Or, was the clip fired and did not close completely? Was there any patient consequence? If yes, please explain the patient consequence? How was the patient consequence resolved? Response: unable to obtain information unfortunately. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 8 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A manufacturing record evaluation was performed for the finished device batch number r94m4e, and no non-conformances were identified.